Event description:
It was reported that signal loss over one hour occurred. A review of the share logs was performed and signal loss was found within the investigation window. The allegation was confirmed. The probable cause could not be determined. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that signal loss over one hour occurred. The product was evaluated. An external/exterior visual inspection was performed and passed. Voltage check was performed and passed. Pairing test/download was performed and failed. A review of the share log was performed and signal loss was found within the investigation window. The allegation was confirmed. The probable cause was a defective transmitter. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4).